Manufacturer narrative:
Reference (B)(4). Customer confirms product will not be returned. Customer asked to provide additional information on catheter 28-oct-19, 04-nov-19. Customer responded on 05-nov-19 that product will not be returned, however did not clarify product information. Emailed customer 22-nov-19 for additional attempt to clarify product information and collect customer complaint form.

Event description:
Cam02 no longer reads correctly after patient was transferred to their procedure. Customer confirms catheter was zeroed prior to procedure, and cam02 monitor and camcabls were swapped out, isolating catheter failure.